Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had intermittent power issues. The reporter denied damages to the battery compartment and to the cap. Allegedly, there was no moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: review of the black box data revealed power on reset events recorded. The returned battery cap secured to the pump appropriately. On investigation, the pump was able to power on properly. Intermittent power was not duplicated during the investigation. The pump was exercised for 24 hours with no loss of power occurring. Intermittent power was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).